Event description:
It was reported that during a lap hemi-colectomy procedure the inactive blade fell into the pt. A diathermy was used to complete the case, there was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.